Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call that the insulin pump had a critical pump error. The customer fell in the lake and then the issue occurred. The customer¿s blood glucose level was 189 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
Pump error noted in the pump history and critical pump error (open book image) due to moisture damage on the electronic assembly on electronic board. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image). Unit had minor scratched lcd window and cracked select button keypad overlay.